Event description:
It was initially reported that the catheter had fractured and a revision was scheduled on 2012 (B)(6). It was later reported that shortly after the implant it was discovered that the catheter was broken and confirmed via x-rays. The managing physician placed the pump on minimum rate until the revision and managed the patient on oral baclofen. Patient did not go through any withdrawal symptoms. Device troubleshooting was done prior to the revision to test the pump on the back table with a single bolus and make sure it was dripping. The concentration of the lioresol was 500mcg/ml; the original daily dose that was set at minimum was then set to 50mcg to perform the bolus. It was then programmed to 8.3mcg to run over 1 minute and drip, however the pump didn't drip. Following a wait of at least 10 minutes, and with still no drip, it was decided to implant a new pump. The reservoir of the explanted pump had 7.3 ml of the drug. Patient received a new 8709sc catheter and a new 8637-20 pump. Lioresal concentration was 500mcg/ml with simple continuous 50mcg/day. The patient was receiving the drug and "was happy and doing well".

Event description:
Additional information: it was reported that the event was in (B)(6) 2011, date was unknown. A rotor study was performed and results were noted as ok. A dye study was performed and the results were the catheter was fractured. It was noted the catheter was replaced due to break/tear/hole. The pump was replaced on (B)(6) 2012. It was noted that there was no patient injury. The patient outcome was noted as recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Only the sc assembly with the proximal segment and pin connector were received for analysis that had no evidence of being broken or torn. Only non-significant cut /slices that likely happened at explant were observed. No significant anomaly was found with the returned catheter segment.

Manufacturer narrative:
Catheter model 8709, lot# l69057, implanted: 1999 (B)(6), explanted: unk; pump model 8637-20, (B)(4), implanted: 2004 (B)(6), explanted: unk; catheter model 8578, (B)(4), implanted: 2011 (B)(6), explanted: unk.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.